Manufacturer narrative:
Pump s/n: (B)(4) was received and evaluated. During evaluation it was noticed that the pcba was faulty(lifted pads), rotor assembly was damaged and the roller was not spinning. The parts were replaced and the pump was retested and passed all functional tests. The service history record was reviewed and this device was manufactured in 2015. This is the second time this device has been returned for service. The device was functional at the time of last release on 8/27/2018. The reported event was determined to be caused by customer mishandling of the device. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary.

Event description:
The customer reported that the unit failed its inspection. The measured output was over the recommended output.